Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs and was exposed to moisture. Customer stated they went swimming while attached to the advice. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 243 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify button keypad anomaly and alarm due to blank display. Insulin pump received with scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.